Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. It was noted that the threshold on the right ventricular lead is high and the output was programmed to 4v with 100% pacing. The physician would like the device analyzed to determine whether the cause of eri is due to high output or battery issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.